Event description:
Rptr experienced "burning sensation" on finger. After holding aerosol saline solution can this morning. The can left a white residue on finger (appeared oil-based like paint). Rptr washed hand. Burning sensation resolved but unable to wash off the white residue. The residue would "wear off" in about 15 mins. Rptr has had similar episodes (about 7) in the last 20 years since wearing contact lenses.